Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws and blade channel of the device. Additionally, the device key that connects the handpiece to the voyant® electrosurgical generator was cut off and returned separately. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key, and observed 43 activations. Of these, 3 were "reactivate switch released" entries, which indicate premature release of the fuse button. Premature release of the fuse button will result in an alarm by the generator and interruption of energy output; a safety feature by design. Functional testing confirmed that the device performed as intended when tested on porcine tissue. The root causes of the device's failure to cut and the difficulty experienced unlatching the handle could not be confirmed as the device met its intended function. Engineering was unable to replicate the event as the handle was able to latch normally and the blade was able to transect as intended. With regards to the alarm tones that were experienced, the voyant instructions for use (IFU) instructs the user to "press and hold the fuse button. While energy is being delivered, an activation tone will sound. When the seal cycle is complete, an end tone will sound and the generator will automatically stop delivering energy. Release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete will result in an error and interruption of energy output, a safety feature by design. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Laparoscopic ventral inguinal hernia repair - "around activation 27 there were 3 alarms for check device, the hand piece was switched from port 1 to port 2. Around 32 or 33 the doctor mention that the blade stopped cutting and the spring loaded handle was creating a "snapping" noise against the side. The slapping was occurred at the locking mechanism of the handle interfering with the side of the latching, the doctor's technique to grasp tissue was to pull the handle back and to the side at a fast rate of speed which resulted in a "snapping" noise." Applied medical received additional information on feb 15, 2017 from the sales rep: at approximately alarms 27-29 (all check device alarms) was when I changed the device key from port 1 to 2 before getting a second device. After those alarms the doctor noticed the blade was not cutting and the handle was making a clanky, snapping noise. That was when I opened a second device. After activation 33 a second device (same lot) used for the remainder of the case. Patient status - "no patient injury."